Manufacturer narrative:
In 2016, on-x technologies incorporated (on-x) became a wholly owned subsidiary of cryolife, inc. (Cryolife). A retrospective review of the on-x complaint system was performed to identify any areas requiring additional action and to appropriately assimilate the on-x process into the cryolife quality management system. In an abundance of caution this MDR is being reported to satisfy regulatory reporting obligations. The on-x 614 heart valve design fmea 940816 01 rev s thoroughly identifies the process and product hazards for approved indications. Each individual hazard is mitigated and reduced as low as possible by design and process. Post production residual risk is communicated in the product's labeling and instruction for use (IFU). Reoperation is a known complication of prosthetic valve implantation and is listed in the IFU. Without return of the valve, a specific risk cannot be identified.

Event description:
Implant recovery card received indicate that patient received onxm 27/29 on (B)(6) 2014 which required intervention/explant on (B)(6) 2014 and replacement with an onxm-25 for unspecified reason. Multiple attempts to obtain additional information were made without success.